Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-00111. It was reported the pt ((B)(6)) is not receiving effective stimulation. The pt is reportedly not utilizing the right occipital lead (off-label) due to painful stimulation from the device at low amplitude settings. The pt is also said to be experienced a tight pulling sensation from the left lead which is currently covering only 20% of the targeted pain area. In addition, the pt alleges difficulty utilizing the magnet to initiate or discontinue stimulation. Finally, the pt reports experiencing an uncomfortable stuttering sensation each time therapy is initiated or when amplitude is increased. It is suspected that this sensation is not a malfunction of the ipg but is instead indicative of the pt's sensitivity level which allows the pt to feel the pulses of the therapy sys. In an effort to address this issue, it was recommended that the pt be placed on a continuous program and continue utilizing the magnet. These matters will continue to be monitored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.